Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) unit machine is not switching on. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. System checked & found its power supply different test measuring voltage & connectors. Then further refitted with machine all supply pcb connectors .then found system comes on standby mode but at the time of switching off system is not properly switching off due to suspected faulty power supply. Replaced the power supply unit & unit is ok. Machine checked along with trainer and confirmed all the parameters are in range & its ok. Machine handed over to the department in good working condition. Suggested to user/customer use humidity as per specification range for better performance of the equipment.